Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding devices used in an unknown spi nal therapy. It was reported that torx shaft was broken, driver was broken, obturator was stripped and clasp was missing for the lid. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the tips of the drivers are missing. The lid had been used before.

Manufacturer narrative:
H3: product analysis: part # (B)(6); lot # fa11c004 visual examination confirmed the instrument tip has broken. Optical inspection of the fracture surface revealed a fairly flat fracture with circular material flow. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.